Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that a 3define scan was completed and registration was achieved with an o-arm. Left and right l2 were medial due to soft tissue pressure. The right l2 trajectory penetrated the dura and the nerve root. The case was aborted after confirmation of right l2 deviation.